Manufacturer narrative:
H3 - other: device has not been returned to date. Device evaluation: no product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that the facility called regarding a pump. Stated that patient came in with pump. The pump was reporting that there was 3.6 ml left but the medication bag was dry and pump was pulling in air. Pump settings also stated that patient received 54 ml but total volume was 58 ml. They had this attached to a walkmed bag. The tubing is not available for return. The event took place at the patient's home. The event occurred while in use with the patient. No patient harm/adverse event reported.